Manufacturer narrative:
In MFR # 3004209178-2017-00098 information about the incorrect patient and device was reported. Additional review indicates this information pertains to this manufacturer¿s report. Any additional information related to this patient and device will be reported in this report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient experienced a loss or change in therapy. The patient reported that it recently seemed like it was not working properly. The patient noted that she was having a return of some baseline symptoms and was wondering if the internal components could somehow move. The patient reported that she felt stimulation. The patient stated that right from the start she had to change the programs but it worked fine doing that. The patient noted that it got to a point where she would change the program while sitting down and wouldn¿t feel it unless she increased higher than where it previously was. Then when she would stand up she could feel it super strong. The patient noted that it seemed like if she stood with her legs shoulder width apart and leaned to one side she couldn't feel it but if she put her weight on the other foot she could feel it so it seemed positional. The patient denied any trauma or falls that may have affected the device but did note she had lost some weight. The patient noted that she had not noticed any changes to the ins site which could have possibly affected the lead. The patient stated that she didn¿t really feel the ins site with her fingers very often. The patient did not have the patient programmer (pp) with her during the call so troubleshooting was not possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.